Manufacturer narrative:
Logs were reviewed by hologic and noted that the amplification curves looked good for the samples both the original aliquot and the repeat on the new aliquot, so did the controls. There were no instrument issue. Because the repeat was not on the original tube, it is difficult to tell whether this was a non-repeatable low positive or contamination of that lysis tube. Ts confirmed that the it is a private lab and all the positive covid results are sent to the government lab for confirmation/sequencing before the result goes out, so the lab assumes that this result was not released to the patient. Customer confirmed they did not release the result.

Event description:
Customer reported sars cov 2 tma initial result positive, re-test negative with different aliquot on the panther instrument sn (B)(4). The customer ran a sample that came up positive with an rlu of 1360. A new aliquot was sent for confirmatory testing and came up negative. The original aliquot was thrown out before it could be retested. A further new aliquot was run on a different panther system and came up negative.